Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument; however, the failure analysis evaluation has not been completed. Review of the provided image is consistent with a dislodged jaw.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hinge at tip of the force bipolar became dislodged and unable to manipulate tips of instrument. There was a small amount of fat tissue that was trapped within the jaws. The jaws were unable to be opened. The instrument would not respond/move normally and motions from the master controllers only caused movement at the wrist and not at the jaws. When the jaws were attempted to be opened with the master controllers, the wrist flexed and tore the small piece of fat within the jaws. As the instrument was no longer on any tissue, no further attempts were made to open the jaws with instruments of the key. It was unknown if the instrument was in strong grip mode or not. Both this mode as well as the regular grip mode were used with the instrument prior to the malfunction. The jaw was misaligned, but the hinge where the jaw articulates became mispositioned/protruded abnormally. The instrument could not be straightened without use of another instrument to push it straight. Even when straight, the dislodged hinge of the instrument prevented removal out of the body as it was wider than the trocar. Using a mega suture cut needle driver to push the instrument first up and then down to get the hinges sitting just at the edge of the trocar, the instrument was ultimately able to be removed out of the body without requiring removal of the trocar, but it was pulled with such force that the instrument housing was pulled completely off of the instrument when it finally came out. There was no injury to the patient in this case, the affected tissue was the fat/cord lipoma during hernia reduction. There was no report of a fragment falling into the patient.

Manufacturer narrative:
Updated fields: d4, h2, h3, h6, and h11. Device evaluation: intuitive surgical inc. (Isi) received the force bipolar forceps instrument associated with this complaint. The instrument was found to have one severely bent grip tang. The offset at the tips was 3.36mm. The grips were not found to be cracked.

Event description:
Refer to h11 for follow-up information.